Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 13-oct-2016 who had essure (fallopian tube occlusion insert) implanted in (B)(6) 2014 for contraception. Over the following months after the implant, she began experiencing severe, lower pelvic pain and infections. On (B)(6) 2015, she underwent a hysterectomy. This invasive and painful surgery that she was forced to undergo left her with permanent scars. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who began experiencing severe pelvic pain and infections (interpreted as pelvic infections) over the following months after essure (fallopian tube occlusion insert) insertion. One year and 6 months later, she underwent a hysterectomy. Pelvic pain and infection are anticipated events in the reference safety information for essure. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. Therefore, a causal relationship between pelvic infection and essure inserts cannot be excluded. Considering this context, the causal relationship between pelvic pain cannot be excluded either. This case is regarded as incident since surgical intervention was performed and device removal was required (implied). A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device breakage ("device breakage"), device dislocation ("migration of essure device"), pelvic infection ("infection") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 21-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not go an essure confirmation test". The patient's concurrent conditions included anemia, anxiety, asthma and depression. Concomitant products included cefalexin (cephalexin) from (B)(6)2015 to (B)(6)2015, diazepam from (B)(6)2014 to (B)(6)2015, diclofenac from (B)(6)2015 to (B)(6)2016, difluprednate (prenate) from (B)(6)2013 to (B)(6)2015, famotidine from (B)(6)2013 to (B)(6)2014, ferrous sulfate from (B)(6)2014 to (B)(6)2015, levonorgestrel from 14-may-2015 to (B)(6)2015, ondansetron until 4-feb-2015, oxycodone from (B)(6)2015 to (B)(6)2015 and solifenacin from (B)(6)2015 to (B)(6)2015. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, 1 month after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)-2014, the patient experienced bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On(B)(6)2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection ( vaginal)"). On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant) and procedural pain ("painful surgery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, pelvic infection, pregnancy with contraceptive device, procedural pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal infection outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The pregnancy outcome was not reported. The reporter considered bladder disorder, cystitis, device breakage, device dislocation, fallopian tube perforation, menorrhagia, pelvic infection, pregnancy with contraceptive device, procedural pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc (product technical complaint). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), device breakage ('device breakage'), device dislocation ('migration of essure device'), uterine infection ('uetrus infection') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 21-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not go an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included pregnancy (live birth date- (B)(6) 2011, (B)(6) 2014). Concurrent conditions included anemia, anxiety, asthma and depression. Concomitant products included cefalexin (cephalexin) from (B)(6) 2015, diazepam from (B)(6) 2014 to (B)(6) 2015, diclofenac from (B)(6) 2015 to (B)(6) 2016, difluprednate (prenate) from (B)(6) 2013 to (B)(6) 2015, famotidine from (B)(6) 2013 to (B)(6) 2014, ferrous sulfate from (B)(6) 2014 to (B)(6) 2015, levonorgestrel from (B)(6) 2015, ondansetron until (B)(6) 2015, oxycodone from (B)(6) 2015 and solifenacin from (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 month after insertion of essure. On (B)(6) 2014, the patient experienced fatigue ("fatigue") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)") and nausea ("nausea"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection ( vaginal)"). On an unknown date, the patient experienced infection ("infection"), procedural pain ("painful surgery"), dysmenorrhoea ("dysmennorhea (cramping)"), psychological trauma ("psychological injury"), migraine ("migraine") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, uterine infection, pregnancy with contraceptive device, infection, procedural pain, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, dysmenorrhoea, psychological trauma, migraine, weight increased and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia, cystitis, fatigue, dyspareunia and nausea had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered back pain, bladder disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, infection, menorrhagia, migraine, nausea, pregnancy with contraceptive device, procedural pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported as date of removal discrepancy : previously reported (B)(6) 2015 now reported (B)(6) 2016 hysterectomy (partial), (B)(6) 2016 and (B)(6) 015 salpingectomy bilateral. Discrepancy noted in insertion date- (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: pfs received- new events (painful sexual intercourse), nausea and lower back pain was added. Outcome of the event bladder infection, fatigue, dyspareunia and nausea was updated from unknown to recovered. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), device breakage ('device breakage'), device dislocation ('migration of essure device') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 21-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not go an essure confirmation test". The patient's concurrent conditions included anemia, anxiety, asthma and depression. Concomitant products included cefalexin (cephalexin) from (B)(6) 2015 to (B)(6) 2015, diazepam from (B)(6) 2014 to (B)(6) 2015, diclofenac from (B)(6) 2015 to (B)(6) 2016, difluprednate (prenate) from (B)(6) 2013 to (B)(6) 2015, famotidine from (B)(6) 2013 to (B)(6) 2014, ferrous sulfate from (B)(6) 2014 to (B)(6) 2015, levonorgestrel from (B)(6) 2015 to (B)(6) 2015, ondansetron until (B)(6) 2015, oxycodone from (B)(6) 2015 to (B)(6) 2015 and solifenacin from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 month after insertion of essure. On (B)(6) 2014, the patient experienced bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection ( vaginal)"). On an unknown date, the patient experienced infection ("infection"), procedural pain ("painful surgery"), dysmenorrhoea ("dysmennorhea (cramping)"), psychological trauma ("psychological injury"), fatigue ("fatigue") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, pregnancy with contraceptive device, infection, procedural pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, psychological trauma, fatigue, migraine and weight increased outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered bladder disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, infection, menorrhagia, migraine, pregnancy with contraceptive device, procedural pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported as date of removal discrepancy : previously reported (B)(6) 2015 now reported (B)(6) 2016 hysterectomy (partial), (B)(6) 2016 salpingectomy bilateral. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporter information added. Removal date updated event : dysmennorhea (cramping), psychological injury, fatigue, migraine, weight gain added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-dec-2016: ptc investigation result. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who began experiencing severe pelvic pain and infections (interpreted as pelvic infections) over the following months after essure (fallopian tube occlusion insert) insertion. One year and 6 months later, she underwent a hysterectomy. Pelvic pain and infection are anticipated events in the reference safety information for essure. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. Therefore, a causal relationship between pelvic infection and essure inserts cannot be excluded. Considering this context, the causal relationship between pelvic pain cannot be excluded either. This case is regarded as incident since surgical intervention was performed and device removal was required (implied). As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device breakage ("device breakage"), device dislocation ("migration of essure device"), pelvic infection ("infection") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 21-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not go an essure confirmation test". Concomitant products included cefalexin (cephalexin) from (B)(6)2015 to (B)(6)2015, diazepam from (B)(6)2014 to (B)(6)2015, diclofenac from (B)(6)2015 to (B)(6)2016, difluprednate (prenate) from (B)(6)2013 to (B)(6)2015, famotidine from (B)(6)2013 to (B)(6)2014, ferrous sulfate from (B)(6) 2014 to (B)(6)2015, levonorgestrel from (B)(6)2015 to (B)(6)2015, ondansetron until (B)(6)2015, oxycodone from (B)(6)2015 to (B)(6)2015 and solifenacin from(B)(6)2015 to (B)(6)2015. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, 1 month after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2014, the patient experienced bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection ( vaginal)"). On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant) and procedural pain ("painful surgery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy), surgery (total hysterectomy and bilateral salpingectomy) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, pelvic infection, pregnancy with contraceptive device, procedural pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal infection outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The pregnancy outcome was not reported. The reporter considered bladder disorder, cystitis, device breakage, device dislocation, fallopian tube perforation, menorrhagia, pelvic infection, pregnancy with contraceptive device, procedural pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Reporters added and updated patient demographics. Concomitant drugs were added. Essure implantation and explantation dates updated. Updated suspect drug indication. Added event abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, device breakage, migration of essure device, perforation (fallopian tube(s), pregnancy (no complications), infection (bladder/ urinary tract/ vaginal). Updated events and outcome of events. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device breakage ("device breakage"), device dislocation ("migration of essure device"), pelvic infection ("infection") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 21-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not go an essure confirmation test". The patient's concurrent conditions included anemia, anxiety, asthma and depression. Concomitant products included cefalexin (cephalexin) from (B)(6) 2015, diazepam from (B)(6) 2015, diclofenac from (B)(6) 2015 to (B)(6) 2016, difluprednate (prenate) from (B)(6) 2013 to (B)(6) 2015, famotidine from (B)(6) 2013 to (B)(6) 2014, ferrous sulfate from (B)(6) 2014 to (B)(6) 2015, levonorgestrel from (B)(6) 2015, ondansetron until (B)(6) 2015, oxycodone from (B)(6) 2015 and solifenacin from (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection ( vaginal)"). On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant) and procedural pain ("painful surgery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy), surgery (total hysterectomy and bilateral salpingectomy) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, pelvic infection, pregnancy with contraceptive device, procedural pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal infection outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The pregnancy outcome was not reported. The reporter considered bladder disorder, cystitis, device breakage, device dislocation, fallopian tube perforation, menorrhagia, pelvic infection, pregnancy with contraceptive device, procedural pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.